Event description:
Additional information received from the patient reported that the battery only lasted two years. The patient thought she had high settings.

Event description:
It was originally reported on (B)(6) 2015 there was a problem with the patient programmer. The patient was unable to connect to her implantable neurostimulator (ins). She placed it directly over the ins site and troubleshooting indicated poor communication screen. She was not able to adjust stimulation. The patient was eventually able to connect and it displayed a ¿call your doctor¿ icon with an elective replacement indicator (eri). The patient also saw 2.6v and 100% on the programmer. Follow-up from the patient reported that early battery failure after only one year and seven months occurred. Surgical replacement was performed.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v530287, implanted: (B)(6) 2010, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v530287, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).